Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon. There was a power on reset (por) condition. The patient¿s battery was dead and was discharged. The patient the patient was away from her home traveling. They checked the ins battery level 3 days prior and it was at 3/4 full. The patient went to recharge the implantable neurostimulator (ins) and couldn¿t. Then, they checked the ins battery level on monday and it was 3/4 full. The last time she recharged was two weeks prior. The patient couldn¿t believe that her battery was dead when it was just at 3/4 full. The patient attempted to start a recharging session, but the patient could not because, it stated power on reset (por) on the implantable neurostimulator recharger (insr) screen. The patient just saw the por the day of the report when trying to recharge. The paint synched with the programmer to see what was going on. The por was on the programmer the day of the report as well. The patient cleared the por, it was an informational por. They cleared the por and saw the normal therapy screen on the programmer and it noted ins battery level was 1/2 full. Th e patient started the recharging session to see if the insr was charging the ins again. The patient confirmed that the por was cleared from the insr and that the patient was seeing the normal recharging screen and was recharging the ins then. The patient did go th rough airports a lot for her job and the security device could have caused this. The manufacturer representative mis-diagnosed the patient issue and the ins was not dead, it was definitely not discharged. The manufacturer representative only spent about 60 seconds on the phone with the patient and did not really perform any troubleshooting. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.